Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "they placed the pivc and when placing the endcap from the package it is leaking blood. They placing a new and that is not leaking."

Manufacturer narrative:
H.6 investigation summary: three representative samples were received by our quality team for evaluation. The returned samples were subjected to visual inspection, end cap with flow control plug disassembly force, end cap dim 6.9, tread gauge test and end cap leakage test. The cannula hub were also subjected to luer cone measurement and catheter adapter leak test. The returned samples passed the acceptance criteria. No abnormality was observed. Therefore, the incident could not be verified based on the sample received. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "they placed the pivc and when placing the endcap from the package it is leaking blood. They placing a new and that is not leaking."